Event description:
Patient was reaching for his bedside table when his legs slid off the side of the bed and the rest of his body followed. Bed check did not sound. When the device was checked, it was found to be malfunctioning. Patient suffered small skin tear to scapular region.